Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the self test. The insulin pump had recurring insulin pump error. The customer think insulin pump was not working. The customer was able to passed the displacement verification test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No pump error 130 alarms noted during testing. Blank display not confirmed. Moisture damage was found on the force sensor during visual inspection.